Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a scoliosis based spinal fusion, an imprecision was observed at the lower levels of the surgical area. It was noted that the surgeon had the reference frame at t4 and once relocated to l2, the precision was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the workflow by the site and movement paths resulted in the imprecision. Analysis found that the software functioned as designed.